Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2014. With the following findings: the meter passed testing with no faults found. The meter was found to function properly.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s test strips have been returned on 9/11/2014 and evaluated by lifescan product analysis on 9/12/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a lifescan (lfs) sales representative contacted lfs (B)(4) via correspondence mail on behalf of a physician who alleged that their patient¿s onetouch verio iq meter read inaccurately high. Medical surveillance sent follow-up questions; however customer service (cs) noted the physician¿s office has not been able to reach the patient by phone. The complaint was classified based on information provided in the lfs sales representative¿s correspondence. It is not known when the alleged issue first began. According to the csr¿s documentation, at unspecified dates/times the patient reportedly compared the subject meter against a laboratory device and two other meters. The patient¿s blood glucose readings with the subject meter and the other devices are not known, however, the patient claimed the subject meter read 100mg/dl higher than the other devices. As a result of the alleged issue, the patient reportedly administered an unspecified increase dose of insulin and subsequently an unknown time afterwards, developed unspecified symptoms of ¿hypoglycemia¿. It is not known what type of treatment the patient may have received in response to her symptom(s). The csr noted the subject meter was set to the correct unit of measurement setting. The patient¿s products were already replaced by the clinic. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.